Manufacturer narrative:
Medical device: 1488tc lead implanted: (B)(6) 2001.

Event description:
It was reported a hematoma occurred post device replacement. The implantable cardioverter defibrillator (ICD) system was explanted. Temporary pacing was utilized until implant of a permanent system. No further patient complications have been reported as a result of this event.